Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as a short circuit burn was found on the electrocardiogram connector on the link electronic module board. It was also noted that the paper tray was nearly empty. The left latch of the cord bay was broken. The upper and lower handles were broken. The left and right keyboard sliding rails were broken. The company logo button was missing. The instrument was decommissioned with the customer's approval. If information is provided in the future, a supplemental report will be issued.